Manufacturer narrative:
H3- device evaluation : lens was returned with moisture and residue/ debris, inside microcentrifuge vial. Visual inspection found no visible damage to the lens. Residue and debris on lens was observed. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.00/1.5/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.